Event description:
The pt reportedly experienced decrease in performance. The programming changes have been done, however the problem did not resolve. Testing of the device performed showed that the device is non functional. Surgery to explant the pt's device will be scheduled.